Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The device and lead remain in service. No adverse patient effects were reported. Additional information was received indicating that all other measurements were within range. No revision and further investigation was done as the impedance measurements were currently within acceptable limits. Further, the physician had been aware that impedances have slightly been increasing for several years. No adverse patient effects were reported. Therefore, the device and lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device header and case noted no anomalies. All setscrew seal plugs were confirmed to be intact and each setscrew operated appropriately. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Impedance testing resulted in normal measurements. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of device memory confirmed rising impedance measurements while implanted. Analysis did not identify any device characteristics that would have caused or contributed to the observed increasing pacing impedance measurements.

Event description:
Subsequently, the patient returned for a revision procedure to further investigate the ongoing high impedance measurements. An x-ray failed to show any associated lead damage and multiple troubleshooting efforts during the revision were unsuccessful. As a result, this lead and the associated device were explanted and replaced with another bsc system. The explanted products have been returned for a post-market analysis. No resulting adverse patient effects were reported.